Event description:
Angiosculpt was placed in a highly calcified popliteal artery and inflated to 14 atmospheres. When performing the final run off, a perforation was noticed in the popliteal artery. A 6.0 x 100mm balloon was held at the perforation site for several minutes and a 6.0 x 60mm stent was then placed. Patient was asymptomatic and has had no problems since.

Manufacturer narrative:
Product disposed by hospital and lot number not provided. However, the shipment transaction report for the hospital identified lot f09110009 as the most likely lot number. Product disposed by hospital, thus unable to evaluate device. Perforation is a potential adverse effect of percutaneous transluminal angioplasty procedure and is listed in the angiosculpt device IFU.